Event description:
A report was received that a pt was having to frequently charge the ipg. A review of the pt's database revealed that the ipg was exhibiting premature battery depletion. The pt is expected to undergo a revision procedure to replace the ipg.